Event description:
During a spine procedure the device came loose from the interface, which can result in inaccuracy. Use of navigation was aborted and the procedure was completed with the use of conventional instrumentation, without any adverse consequences or procedural delays.

Event description:
During a spine procedure the device came loose from the interface, which can result in inaccuracy. Use of navigation was aborted and the procedure was completed with the use of conventional instrumentation, without any adverse consequences or procedural delays.